Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Was reported that shaft break occurred. A 2.50x16mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the shaft broke. The procedure was completed with another 2.50x16mm synergy ii stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full catheter length. This type of damages is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the shaft polymer extrusion found a break at the port bond exposing the core wire. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x16mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the shaft broke. The procedure was completed with another 2.50x16mm synergy ii stent. No patient complications were reported.